Manufacturer narrative:
Cadd extension was received at affiliate site on 09/27/2019 and then shipped from there on 10/04/2019.

Event description:
Information received a smiths medical cadd extension set tubing became disconnected from the filter at a children's hospital. This delayed therapy of infusion to patient for thirty to forty minutes. No patient injury related to this event.

Manufacturer narrative:
Device evaluation: one smiths medical cadd extension set was returned for analysis in used condition. Visual inspection showed the tube was detached from the filter and a solvent was found in the tube. The investigation involved testing of four (4) samples to replicate the failure mode. It was found that the tubes detached from the filter when they were pulled with a great force, a review of manufacturing processes was performed. It was verified that procedures in the assembly process and quality check process were being properly followed. While no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing. The investigation determined a possible, but unconfirmed, source of the reported issue to be that the device may have received damaged after leaving smiths medical.